Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 32 mg/dl at the time of the incident. The customer was at 100 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer believes the pump over delivered as they went from 180 to 108 units in the reservoir within an hour. The insulin pump will be returned for analysis.